Event description:
A power source alert was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The issue was resolved as the pump began charging after the customer followed instructions to use a tandem charging cable and wall adaptor, plugging it into a working outlet for at least 30 minutes. No further assistance was required.